Manufacturer narrative:
Correction, g3: date received by MFR: the initial MDR g3 date was inadvertently submitted as 01/15/2025; however, the correct date is 01/14/2025.

Event description:
A peritoneal dialysis (pd) patient experienced an event of peritoneal cloudy effluent. The cause of the event was not reported. It was reported that the patient go to the hospital for treatment, however it was reported that the patient refused to go to the hospital. Treatment was unknown. At the time of this report, the event of peritoneal cloudy effluent was not resolved. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.